Manufacturer narrative:
The manufacturer received information alleging an out of order condition had occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's display was replaced to address the issue. The third-party service technician evaluated the system error log and found no system error for this issue. The third-party service technician evaluated the device and found contamination on the machine flow sensor. The third-party service technician replaced the device's machine flow sensor to address the issue. Additional findings not related to the malfunction/issue was the following part to be proactively replaced on the device by the third-party service technician: air inlet foam filter. After all the parts were replaced on the device, the third-party service technician performed the functional test on the device, which passed. The third-party service technician determined the device was operational.

Event description:
The manufacturer received information alleging an out of order condition had occurred on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.